Event description:
During a follow-up visit to the clinic after arthroscopic rotator cuff repair, one of four bone anchors placed to attach the rotator cuff to the humeral head was found to have moved from the implantation site into the intracapsular space. As a result, the surgeon removed the anchor arthroscopically.